Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the pull ring cap was detached from the catheter adapter. The reported condition was verified. The cause of the condition could not be determined; however, the probable causes are pull ring cap assembly during manufacturing and/or packaging/handling of the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring) of a minicap transfer set ¿fell off" before opening the package. This was identified prior to patient installation. There was no patient involvement. No additional information is available.